Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 400 mg/dl and experienced pain, while wearing the pod between 5 and 24 hours. Upon removal, it was noticed that the cannula was not properly inserted into the skin and was bent.